Event description:
It was reported when using the bd pyxis medstation es system patients were not crossing. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patients were not crossed. The technical support specialist verified the speed & duplex of the primary nic was set to 100 mbps half duplex, stopped data sync, backed up the database in d/drive manually, initiated full sync to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.